Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics. The patient was recovered from this peritonitis event. Pd therapy was ongoing at time of the event. On an unreported date, the pd catheter was removed. No additional information is available.